Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017, (B)(6) 2017 and on (B)(6) 2017. The customer's father stated that the insulin pump alarmed no delivery. The customer's blood glucose was 475 mg/dl at the time on (B)(6) 2017. The customer's father stated that they were given insulin to treat the blood glucose. The customer's father stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
It was reported by the customer's father that he performed the high-pressure test and it did not pass; the insulin pump failed to alarm no delivery. The customer's father also stated customer is having high blood glucose due to the infusion set cannula is kinking.